Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine (5 mg/ml at 2.48 mg/day) and morphine (10 mg/ml at 4.95 mg/day) via an implantable infusion pump. The indication for use was malignant pain. It was reported that for a few minutes on (B)(6) 2018 the pump had a motor stall. It was reviewed with the caller that based on the duration of the stall it was likely due to some sort of magnetic interference. No symptoms were reported. No further complications have been reported as a result of this event.